Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began at approximately 2.30 ( unknown am or pm) on (B)(6) 2017. The patient reported that she did not take any medications to control her diabetes but did not state how she manages her condition. The patient denied making any changes to her normal diabetes management routine in response to the alleged meter issue. At an unknown time following the alleged meter issue the patient claimed developing the symptoms of "shaky" and "blurred vision". The patient denied receiving any treatment in response to the symptoms. During troubleshooting the csr was able to resolve the issue with a retest. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.